Event description:
The FDA notified gore that a user facility medwatch report was submitted reporting that a "pt herniated around mesh. The mesh had pulled away from the anterior abdominal wall in several locations mostly on the right side of the facial defect. Once the mesh was removed, the ultimate defect measured 15 x 13 centimeters in diameter." The mw report further states that this event did not involve or attempt an electrophysiology procedure and that the original intent of the procedure was removal of the mesh and ventral hernia repair with separation of parts and placement of mesh alloderm underlay. The reported device problem is stated as "device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
Method - (other) - device has not been returned. Investigation is in process. A supplemental report will be submitted if the involved device is received for eval, or other new info is obtained.